Event description:
It was reported that the device's keypad was inoperative. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control provided customer with the part numbers for a replacement keypad assembly and a service manual. The replaced assembly will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.